Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level of 516 mg/dl. Customer administered a correction injection to address bg. Reportedly, the pump was not outside the labeled altitude operating range. The alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.